Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor/battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was physically damaged, which prevented the battery from connecting to a monitor or battery charger. The battery cells became discharged resulting in the battery faults. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a patient's battery pack and reported that it was producing battery faults and was unable to power on a monitor.